Event description:
Reportedly, there were small cracks and leakage below the flush device at the IV connection was reported. Part no. Pxmk2064. No patient injury was reported.

Manufacturer narrative:
Evaluation summary - customer report was not confirmed. Rec'd (1) single dpt kit. No visible crack or leakage was noted at IV connection area. However pediatric pressure tubing was found completely broken from solvent bond joint with female connector that was attached to dpt zero-stopcock. Cross surfaces of broken tubing appeared uneven and rough. (B) (4)